Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak was described as white precipitate on the labeling of the pump and the blue tip which suggested that a leak of fluorouracil had occurred. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between november 25, 2024 and december 2, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed white drug precipitate at the blue winged luer cap, suggesting that a possible leak may have occurred. The reported condition was verified. The cause of the leak could not be determined; however, it may be use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.